Manufacturer narrative:
(A2) date of birth: 1943. Device is a combination product. Device evaluated by MFR.: promus premier, us, mr 2.25 x 16 mm stent delivery system. A visual examination of the stent found evidence of proximal stent damage, with struts lifted and bunched distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 55mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located at the left coronary artery. A 2.25x16mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noted that the undeployed stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located at the left coronary artery. A 2.25x16mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noted that the undeployed stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.